Event description:
The customer contact reported that during preventive maintenance testing at the facility, the device touchscreen does not respond. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen keys were out of alignment and the lower right portion of the touchscreen was not responsive. Further investigation found dry contamination on the bottom and top of the touchscreen and bezel. The probable cause was due to contamination on the device touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.